Manufacturer narrative:
The battery indicator was returned to medtronic for analysis. Analysis revealed that no failures were found. The battery indicator was installed in a known good system and the system initialized. Motion, generator, communication, and charging readied. The batteries did not die when the system was driven for a while. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 71000736, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was a faulty battery monitor board. The system was generating critical battery errors. The battery, uninterruptible power supply, and charger voltages were all tested with no failures. The battery monitor board was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) battery died while in transit. There was no patient involved.